Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). A partial UDI is being reported because the lot number was not provided. The analysis was performed by (B)(4): the guidewire was not returned for investigation. Investigation of the production record could not be performed as no lot information was available. With the provided information, it is inferred that the tip of grand slam guidewire was trapped by the strut of stent that had been implanted previously, where guidewire manipulation was made with force, resulting the breakage of the tip. Warning section of IFU describes; observe guide wire movement in the vessels. Before a guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. If any resistance is felt due to spasm or the guidewire being bent or trapped while operating the guidewire in the blood vessel or removing it, do not move or torque the guidewire. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guidewire is moved excessively it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. Do not manipulate the guidewire through strut of stent. And as possible complications and adverse events of guide wire use: separation or breakage of the guide wire. Though the device investigation could not be conducted, since all the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. The device is manufactured by asahi intecc. Co. Ltd. Medical division; however, (B)(4) distributes the device and is responsible for MDR reporting. The wiggle guide wire is filed under a separate medwatch report number.

Event description:
It was reported that a grandslam guidewire advanced, without significant resistance noted, to the diagonal coronary artery which was previously stented multiple times and was moderately to heavily re-stenosed. While placing the first stent, the guidewire tip separated and traveled into distal vasculature. There was no intervention to remove the separated tip. Following, a wiggle guidewire advanced to the same diagonal coronary artery lesion, without significant resistance. Between placing the first and second stent, the guidewire tip separated and traveled into distal vasculature. Both guidewire tips remain in the patient's anatomy. The patient's condition remained stable. There was no additional information provided.

Manufacturer narrative:
(B)(4).